Event description:
Sales representative reported right side "saline rupture on august 6, 2022". Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported right "rupture" of saline device and later capsular contracture baker grade IV. Device has been explanted and replaced with tissue expander.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation : observed opening striated on posterior side assessed as surgical damage. Additional observations: crease fold observed on the device. No further actions are required as the device was implanted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.